Manufacturer narrative:
Concomitant medical product(s): (B)(6) 2019: dyshidrotic lidex ointment (eczema). (B)(6) 2019: breo 100 re: asthma. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade unknown.

Event description:
Documentation received from patient representative noting that approximately one month post implant the following events were experienced: serous cloudy drainage; via ultrasound moderate effusion surrounding patient¿s silicone implant was noted; fluid was seen surrounding nearly the entire implant; us breast guidance needle placement yielded 180 ml of cloudy yellow fluid, left breast drain has continued... Drainage, central breast on both sides reveal a dermatitis with fewer vesicles, less weeping, and a drying rash, left breast is consistent with early post infection capsular contraction at this time; left breast tightness; firmness, medial breast induration; left breast firm but softening, and left lump. The following events have been deemed not related to the device: acute bronchitis/wheezing (cough, fever, chest congestion, fatigue), insomnia, decreased exercise tolerance, asthma, weight gain, fatigue, and anxiety. Affected side is left. The device remains implanted.